Manufacturer narrative:
Summary of eval: eval results suggest that this event is not associated with the device but rather is pt related.

Event description:
During the explant procedure, the nail broke and the surgeon could only remove the top of the nail. The rest of the nail was left in the femoral cavity. This event did not cause an adverse consequence to the pt or surgical delay.